Manufacturer narrative:
(B)(4). The complainant part was not explanted. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacture date: april 30, 2015 - expiration date: april 1, 2025. A review of depuy synthes (B)(4) device history records for manufacturing revealed no issues for this complainant part. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgeon experienced difficulty detaching a screw from a blade during a surgical procedure on (B)(6) 2015. Additionally, the tip of the screwdriver would not affix with the head of the stuck screw. There was a fifteen (15) minute surgical delay. Confirmation was obtained on (B)(6) 2015 indicating that the reported screw was actually part of the trochanteric fixation nail advanced (tfna) nail. This report is 1 of 3 for (B)(4).